Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 31 mg/dl, 68 mg/dl. Tests were done within <10 minutes with a difference of 33 mg/dl. Patient did not experience any adverse events. No further information has been reported.